Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 4.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion and was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.